Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') in a 24-year-old female patient who had essure (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizzy, back pain, nausea, vomiting, gonorrhea and cystitis interstitial. Concomitant products included desogestrel; ethinylestradiol (apri) from (B)(6) 2008 for contraception, alprazolam since (B)(6) 2007 for depression and anguish as well as hydrocodone bitartrate; paracetamol (vicodin) since (B)(6) 2007, minerals nos; vitamins nos (prenatal vitamins) from (B)(6) 2007, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and tramadol since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent hysterectomy (full) on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the depression, menorrhagia, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 132 lbs. Discrepancy noted essure confirmation test was mentioned as underwent previously with result essure device was successfully occluded; however, during recent follow up it was mentioned that she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, abdominal pain, pelvic pain. Lot number: 620750 manufacturing date: 2006/09 expiration date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs recieved. Event "post procedural complication" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizzy, back pain, nausea, vomiting, gonorrhea and cystitis interstitial. Concomitant products included desogestrel;ethinylestradiol (apri) from (B)(6) 2008 to (B)(6) 2008 for contraception, alprazolam since (B)(6) 2007 for depression and anguish as well as hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2007, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2007 to (B)(6) 2007, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and tramadol since (B)(6) 2007. On (B)(6)2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with surgery (underwent hysterectomy (full) on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the depression, menorrhagia, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 132 lbs. Discrepancy noted essure confirmation test was mentioned as underwent previously with result essure device was successfully occluded; however, during recent follow up it was mentioned that she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish. And previously reported event- psych injury updated to event-depression. Reporter information, medical history, concomitant drug, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizzy, back pain, nausea, vomiting, gonorrhea and cystitis interstitial. Concomitant products included desogestrel;ethinylestradiol (apri) from january 2008 to march 2008 for contraception, alprazolam since december 2007 for depression and anguish as well as hydrocodone bitartrate;paracetamol (vicodin) since december 2007, minerals nos;vitamins nos (prenatal vitamins) from january 2007 to december 2007, nsaids since december 2007, paracetamol (acetaminophen) since december 2007 and tramadol since december 2007. On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with surgery (underwent hysterectomy (full) on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the depression, menorrhagia, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 132 lbs. Discrepancy noted essure confirmation test was mentioned as underwent previously with result essure device was successfully occluded; however, during recent follow up it was mentioned that she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, abdominal pain, pelvic pain. Lot number: 620750 manufacturing date: 2006/09 expiration date: 2008/08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2010; hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: abdominal pain, dyspareunia (painful sexual intercourse), bleeding: gen. Abnormal bleeding, psych injury were added. Event outcome was added for the events: abdominal pain, dyspareunia, gen. Abnormal bleeding. Event outcome was updated for the event pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.